Manufacturer narrative:
(B)(4). The device history records reviewed, and no issue found. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Actual complaint sample can't be returned, batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance and knot pull tensile strength and no issue found. The root cause of complaint can't be determined.

Event description:
It was reported that the patient underwent an unknown arm surgery on (B)(6) 2019 and the suture was used. During the procedure, the suture broke when sewing the cut on the arm. Another like suture was used to complete the surgery. There were no patient consequences reported.